Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that balloon pinhole occurred instead of the previously reported balloon rupture. The 15mm x 4.50mm nc quantum apex balloon catheter was advanced to the lesion and the balloon was inflated however it was noticed that the desired inflation pressure was not reached. The device was removed and it was noted that there was a pinhole on the balloon.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with no original packaging or other devices. There were multiple hypotube and shaft kinks. Examination under magnification revealed scratches on the balloon near the proximal markerband but no pinhole or balloon tear. Shaft damage was found in multiple places; the exit notch was flattened, and the inner shaft was flattened 19.5 cm from the distal tip, and there was a hole in the shaft 19cm from the distal tip. Tip damage was also noted. Functional testing was performed using an inflation device filled with water connected to the inflation port. A stream of water emitted from the puncture in the shaft 19cm from the distal tip. Inspection of the remainder of the device presented no other damage or irregularities. Shaft damage was found which likely compromised balloon inflation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 50% stenosed, 30mm in length, concentric and de novo target lesion was located in the non calcified, non tortuous and 4.0mm in diameter right coronary artery. The 15mm x 4.50mm nc quantum apex¿ balloon catheter was advanced to the lesion. The balloon was inflated to 8 atmospheres for 5 seconds; however, it ruptured on the first inflation. The device was completely removed from the patient. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 50% stenosed, 30mm in length, concentric and de novo target lesion was located in the non calcified, non tortuous and 4.0mm in diameter right coronary artery. The 15mm x 4.50mm nc quantum apex balloon catheter was advanced to the lesion. The balloon was inflated to 8 atmospheres for 5 seconds; however, it ruptured on the first inflation. The device was completely removed from the patient. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is stable.